Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 std: ref. 01.18.134/ lot 113260 ((B)(4)stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4)stems belonging to this lot have been already sold without any other similar incident. From the information collected, the analysis of the x-rays and of the retrieved implant, performed in our r and d department, the event is highly likely not device related: the stem seemed to be loose in the bone; on the stem surface there are signs of partial polishing that can be explained with a persistent micromotion of the stem within the bone.